Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, from the beginning of use, tissue could not be sealed and regrasp alarms were heard. Later in the case, the device was able to seal tissue but tissue was adhered to the jaws badly. New device was opened to continue, and it worked fine. There was no tissue damage and no patient harm. The device was not used on bloody cavity. The generator in use was an ft10 (s/n not available).

Manufacturer narrative:
Device evaluation one lf1212 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No alarm activation occurred during functional testing and no tissue sticking was observed. The investigation found the device to function normally and within specifications. The instruction for use states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.